Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420, expiration date: 05-may-2022, serial or lot#: (B)(4), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 31-may-2023, h5: no. H6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g03045 h6: FDA device code(s): a0708 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during review of log file data, the data revealed the controller exhibited three power ups events associated with ventricular assist device (vad) starts. On one of the instances the vad failed to start, but later restarted with another attempt and extremely high watts (~70). The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. The available data and alarm log files did not cover the reported event date. Analysis of the event log file revealed that five (5) controller power-ups were logged on (B)(6) 2022 between 14:29:44 and 15:12:17, followed by a successful motor start event at 15:12:24. Analysis of the event log file revealed that various settings, including the date/time, pump speed, and patient ID, were set in between the controller power-up events. Additionally, review of the event log file revealed that, prior to the first power-up event, the controller last had power on (B)(6) 2022, indicating that the controller power-up events likely occurred during the initial programming of the controller. Two (2) controller power-up events were logged on (B)(6) 2022 at 13:36:35 and at 13:36:52. The controller was without power for a maximum of 36 seconds. The events leading up to the loss of power could not be determined since the available data log file did not cover the period in which the controller power-up events were recorded. An unsuccessful motor start attempt was subsequently logged at 13:37:17, indicating that the pump failed to restart after several attempts. An additional controller power-up event was logged at 13:37:49, likely due to troubleshooting of the failed pump start, and a successful motor start event was logged at 13:38:19. Of note, the event log file revealed that power consumption was approximately 70 watts during the successful motor start event. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, initial setup of the controller, and/or troubleshooting. CAPA pr00551638 is investigating controller losses of power. Based on the available information, a possible root cause of the reported high-power event may be attributed, but not limited, to an increased resistance during start-up. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: (B)(6) ¿ controller 2.0 h3: yes h6: FDA device code(s): a141204 h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.